Event description:
It was reported that this lead was capped due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to increasing threshold measurment while attempting to repositioned. No additional information is available at the moment. No additional adverse patient effects were reported.